Event description:
It was reported that the patient stated in the past they "forget to turn the pump back on." No symptoms were reported. It was unknown what the pump system was delivering. No symptoms, interventions or outcome was reported. (Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID 8840, product type: programmer, physician. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. The manufacturing site number for this event is 3004209178.

Event description:
In late 2012 or 2013, during a dye study, the pump was not turned on. The device system was delivering fentanyl.